Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure of the cervical lead as it was causing cord compression. The patient was doing well postoperatively. Programming of the thoracic paddle lead was restored, and therapy was satisfactory. The explanted lead was not returned. No device malfunction was suspected.